Manufacturer narrative:
Calibration and qc were acceptable. Data provided show a sample alarm which is an indication of poor sample quality. Maintenance was up to date. The investigation did not identify a product problem. Neither a general instrument or reagent issue were identified. The specific cause of the event could not be determined, however, the investigation determined the event was consistent with a pre-analytical handling issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant results for one (1) patient sample tested for elecsys hcg + b (hcg + b) on a cobas 6000 e 601 module. The initial result was 0.151 miu/ml. The repeat was 11.21 miu/ml. The initial result was reported outside of the laboratory. The repeat result was believed to be correct. The hcg + b reagent lot number was 47048901 with an expiration date of 30-sep-2021.